Event description:
It was reported that a user forgot to announce a meal while using the ilet and contacted support more than 30 minutes after first bite. The agent advised allowing the pump to correct and not issuing a late meal announcement. Symptoms included hyperglycemia peaking at 298 mg/dl. Outcomes included continued monitoring of glucose with no alerts, alarms, or need for medical care. Investigation included customer interview and troubleshooting education on missed meal announcements and corrective pump behavior. Investigation of this case revealed no device malfunction and that the event was attributable to a missed meal announcement with expected hyperglycemia management by the automated system. It was concluded, based on previously established findings for similar reports, that user operation (missed meal announcement) caused the event.